Manufacturer narrative:
Additional concomitant product provided of carto 3 system /model #: m-4800-01/serial #: (B)(4). The account is not requesting service of this system as per the bwi field representative, this system was not actually involved as the "complaint" that was generated was the visualization of a pre-existing pericardial effusion during ice study prior to the start of intra-cardiac mapping. (B)(4).

Event description:
While following up on (B)(4) event date (B)(6) 2013, it was found that the patient underwent a prior ablation on (B)(6) 2013 and ablation lesions were given in the left ventricle for an ischemic vt. Upon request, additional information was provided by the cas on this (B)(6) 2013 procedure. The fellow was (B)(6) with dr (B)(6) as the attending physician. A thermocool sf ablation catheter was used. No sheath was used with this catheter. There were multiple ablation lesions delivered to the left ventricle. The only other catheter involved in the case was the ultrasound catheter. The case ended with no complications and the patient went to a hospital room. The cas stated she was not present for this (B)(6) 2013 case but per the fellow, (B)(6), the patient had a pre-existing pericardial effusion before the case even began that was visualized on intracardiac echocardiography (ice). (B)(6) states there were no complications, the effusion was there prior to the patient coming into the lab. That is all (B)(6) knows. There was no medical intervention. The patient was an inpatient in the critical care unit at the time of the procedure. The pericardial effusion was unchanged at the end of the procedure confirmed by the physician on ice. There was no opinion given by the physician regarding the causality of the perforation. There was no abnormal signals. There was no ablation applications prior to the event. The patient received anticoagulation in the procedure. The act parameters were unknown. Additional information was requested on the system used during this procedure. The product information has not been provided.

Manufacturer narrative:
Since no lot number was provided, no device history record review could be performed. Concomitant product: soundstar catheter, model #:m-5723-00, lot #:OEM_m-5723-00. (B)(4). On (B)(6) 2013 ((B)(4) event date (B)(6) 2013) it was reported during an ischemic ventricular tachycardia (isvt) procedure while mapping the left ventricle on ultrasound, it looked like the pericardial effusion was larger. The physician performed a pericardiocentesis and the patient went to surgery. The ez steer thermocool sf navigational catheter was the only biosense webster catheter used. The bwi field representative could not go back into the room. There was a pericardial effusion before the case but it got larger. Additional information was provided by the bwi field representative. This patient was taken to the or and later died. There were no ablation lesions created with this catheter during this procedure. The perforation occurred during mapping. Upon request, the bwi field representative provided additional information on the event. She stated that she had been told by the account that the patient had been hospitalized for about a month and a half prior to the patient's death. The patient was very ill. On (B)(6) 2013 the patient had a ischemic vt ablation with ablation lesions given in the left ventricle which they thought went well. The patient remained hospitalized and a couple of days later, they found that the vt returned. On (B)(6) 2013 the patient arrived in the lab and during the ultrasound catheter imaging, the patient was found to have a significant pericardial effusion prior to any biosense catheter being inserted into the body. The ultrasound catheter was used to determine the effusion and the amount of the effusion was documented in the echo machine. The fellow began mapping the left ventricle. They mapped to see if the vt was still in the same area. The physician noticed a larger amount of effusion after a few minutes of mapping. A pericardiocentisis was performed and the or was called into the lab. The patient had a tamponade and on at 8:00 p.m. Was taken to the or for surgery. She was informed that the patient died in the or. The first catheters in were the reprocessed stryker acunav catheter and the bard dynamic coronary sinus catheter. The ez steer thermocool sf navigational catheter was added after. The physician did not experience any difficulty in manipulating the catheter. Per the physician, the fellow perforated through the left ventricle during mapping.